Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient¿s spouse called in while changing the patient¿s supplies and noted that after reaching 60 units, no insulin drops were observed. The patient¿s spouse was instructed to rewind the device again and remove the cartridge. Upon removal, insulin was observed around the cartridge and inside the chamber, and it was noted that the plunger inside the cartridge appeared to be slightly bent. The patient¿s spouse stated that the cartridge was not overfilled and that the correct cartridge and connector insertion process had been followed. The patient¿s spouse was instructed to fill a new cartridge and continue with the supply change process. After completing the process, insulin drops were observed, the supply change was completed successfully, and insulin delivery was resumed. Blood glucose levels were not affected. The patient was using a 6 mm, 23-inch infusion set. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.